Manufacturer narrative:
(B)(4). G2: foreign, event occurred in spain. Visual examination of the returned product identified signs of use as well as wear and tear. The handle of the driver has knicks and scratches. The shaft has scratches gouges from use. The head of the driver has fractured. The fractured piece of the device was not returned. The screwdriver has a possible field age of 34+ years. Measured features of the shaft confirms conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a screwdriver tip fractured during surgery. The fracture occurred intra-operatively, no retained fragment was reported, and the procedure was completed using a screwdriver from another kit. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.